Manufacturer narrative:
On july 12, 2023, a photo evaluation for the device was completed. Photo evaluation summary: during visual evaluation of the image provided, gel was observed in surface and some bubbles were observed in the gel. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: generalized illness, rupture, and bubbles. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two unspecified gel breast prostheses and experienced generalized illness symptoms including rippling in the bottom of the breast, brain fog, memory loss, concentration issues, green eye discharge, fatigue, insomnia, skin rashes, acne, swollen lymph nodes, depression, anxiety, feeling like dying, difficulty breathing, vertigo, dizziness, vision disturbances, headaches, and feeling like the brain was on fire post-operatively. It was also mentioned that the right side had bubbles and a rupture; the patient mentioned that silicone was coming out. The patient underwent explantation on (B)(6) 2023. This report is for the right side device.